Event description:
It was reported that this pacemaker produced an alert for an unspecified device anomaly that resulted in the device going into safety mode. Device replacement has been scheduled. It was noted that this patient was not dependent on pacing. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this device has not been received by boston scientific for further investigation.

Event description:
It was reported that this pacemaker produced an alert for an unspecified device anomaly that resulted in the device going into safety mode. Device replacement has been scheduled. It was noted that this patient was not dependent on pacing. No adverse patient effects were reported. Currently, this pacemaker remains in service.